Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted due to gerd re-occurrence caused by their implant being too large (size 17). Device was removed on (B)(6) 2021 and replaced with a device that was three sizes smaller (size 14). A week to two weeks after the implant of the size 14 linx the patient had slight dysphagia which was resolved with an oral steroid. Original device was implanted on (B)(6) 2019 after a sleeve procedure due to gerd.